Event description:
The pin pack for the drill bits was missing; the pin puller wouldn't grip; the ankle clamp was frozen (cross-threaded) and could not be set. They had to use vice grips and break off the turning screw; and manually hold it in position. The cumulative problems resulted in a minimum of 15 minutes extension of surgery time.